Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated that there were never any connection issues occurring. The hp stated after removing the kink in the tube no further issues were found. The hp also stated that the supplies have already been discarded and no further information is available at this time. The hp also stated no companion samples were available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up call for a check heater line alarm, the home patient (hp) reported that he sometimes had connection issues with his old spike bags. For example, he stated if his children stepped on the lines while the hp was doing therapy, the lines would disconnect. The hp stated that since none of the supplies touched anything to become contaminated, they reconnected everything. Some fluid did leak out when this occurred. There was patient involvement but no injury or medical intervention was reported.